Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the ok button was intermittently responding to user inputs and there was evidence of contamination under the down arrow key contacts.

Event description:
It was reported that the up/down arrow, contrast, and ok buttons were increasingly not activating the desired pump functions. The pump has not been exposed to moisture and the keypad is not peeling; however, the buttons feel flat. There was no adverse event associated with this complaint.